Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced an error. It was determined that a printed circuit board was out of specification electrically. It was also indicated that two display wires had pinched insulation but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while is use with a patient, the external pulse generator (epg) experienced an error. The epg was replaced and sent to biomedical engineering where the epg experienced another error. The epg was returned for service. The epg tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom), the device powered up normally. The device was run on the automated test console, all tests passed. The eeprom can be corrupted if the device suddenly powered off while the microprocessor was writing new values to the eeprom. Conclusion: confirmed the reported event, the eeprom was corrupted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.